Manufacturer narrative:
This report is submitted on august 15, 2016, by cochlear limited on behalf of cochlear americas. Registration number 3009092818. Exemption number e2016011. H3 other text : implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. Explantation of the device is planned; however, it is unknown whether this has yet to occur as of the date of this report.

Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. Per the clinic, the device was explanted (date not reported) and the patient was reimplanted with another cochlear device during the same surgery. This report is filed august 22, 2016. H3 other text : device not yet received by manufacturer